Manufacturer narrative:
The reported event was confirmed during the device evaluation. The device was scrapped by the manufacturer.

Event description:
It was reported prior to a procedure when the product was opened, a white powder was discovered in the inside of the packet. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported prior to a procedure when the product was opened, a white powder was discovered in the inside of the packet. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.